Event description:
It was reported that the implant was removed due to becoming fractured at the site. Patient will return for a new implant in the future.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An implant was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was location is 46 and was used for approximately 3 years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. Information identified: contraindications, warnings. DHR review: DHR review was completed for the subject lot number (1223036). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1223036) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.